Event description:
It was reported that the pt's cardiac device (defibrillator) went off and resulted in her neurostimulator showing a power on-reset (por) condition. The pt experienced shaking and slurred speech following the incident with her cardiac device, which had "fired 5 times." The pt was in the emergency room as a result of the incident with her cardiac device. The neurostimulator was confirmed to be on. Impedances were within normal limits. The device was reprogrammed and the pt was doing fine. The pt was going to follow up with her physician when she was out of the hospital.

Manufacturer narrative:
(B)(4).